Event description:
It was further reported that in (B)(6) 2013, the patient was on aspirin and clopidogrel at the time of event. The study drug was never taken during the study.

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction and target vessel revascularization, stent under expansion and watermelon seeding occurred. In (B)(6) 2011, the patient presented with increasing shortness of breath and chest pressure. The patient was diagnosed with stable angina and was referred for cardiac catheterization. The patient¿s coronary angiography revealed a high-grade 70-80% mid in-stent restenosis (unknown stent) in the left anterior descending artery at the level of the septal and another 90% mid diffuse luminal obstruction within the stented segment. The target lesion was a long lesion extending from proximal left anterior descending artery to the mid left anterior descending artery and was 22 mm long with a reference vessel diameter of 3.0 mm with 80% stenosis. It was treated with pre-dilatation followed by placement of a 3.00 x 38 mm study stent. Following post dilatation, residual stenosis was less than 20%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient was diagnosed with non st elevation myocardial infarction and was hospitalized on the same day. Coronary angiography revealed an occluded at the mid segment due to in-stent restenosis in the left anterior descending artery; stent under expansion was observed in the mid segment; watermelon seeding was observed in the mid segment due to the under expanded stent. Multiple balloon angioplasties were attempted in the mid left anterior descending artery. However, there was no restoration of flow to the distal left anterior descending artery ¿which was very small in caliber¿. The following day, the event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the pneumonia and cardiac chest pain event, the patient was only on aspirin. Per (B)(4), the study drug per protocol and other antiplatelet medication were last taken on un-unk-2012. In (B)(6) 2013, the event was considered resolved without residual effects and the patient was discharged on the same day on aspirin and clopidogrel.